Manufacturer narrative:
A system log review could not be performed because the system logs were not available. A review of the site's complaint history did not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted or provided for review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required placement of a chest tube and hospitalization. The patient had a medical history of copd. The lesion was in the right middle lobe on the fissure abutting the pleura. The pneumothorax was identified when a 3d cios spin was performed. Two biopsies were obtained and found to be negative, but when the pneumothorax was identified the procedure was aborted. A 10 french chest tube was placed to resolve the pneumothorax. The patient was hospitalized for a total of 4 days then discharged home in stable condition. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.